Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted on november 20, 2023.

Manufacturer narrative:
This report is submitted on october 23, 2023.

Event description:
Per the clinic, open circuits were noted on 13 electrodes. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report. This report is submitted on february 12, 2024.